Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had noise. The patient was asymptomatic. The rv lead was reprogrammed successfully. The patient was stable throughout procedure.